Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located in the moderately tortuous and moderately calcified ventriculoatrial shunt. A 5.00mm x 2.0cm x 50cm peripheral cutting balloon was selected for use. During the procedure, inflation was started by inserting the device into the lesion, but it was already ruptured and no pressure was applied. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located in the moderately tortuous and moderately calcified ventriculoatrial shunt. A 5.00mm x 2.0cm x 50cm peripheral cutting balloon was selected for use. During the procedure, inflation was started by inserting the device into the lesion, but it was already ruptured and no pressure was applied. The procedure was completed with another of same device. No patient complications were reported.